Event description:
It was reported that the patient presented to the emergency room after being shocked several times. The device was found in a back-up vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported event of reset was confirmed in the laboratory. The device entered bvvi mode on (B)(6) 2011 after detecting two resets consecutively. The device recorded over 116 maximum equivalent charges occuring just prior to reset due to an svt storm. It is believed the high voltage charge events have loaded down the battery voltage, causing the device to switch to a bvvi mode. The device's functionality was tested on the bench and on our automated electrical test system and the device was found normal.